Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-aug-2023. H.6. Investigation summary: one 60950e sample was received for investigation of (B)(4), in which the customer has reported observing leakage from the y-site. No packaging was received with the sample; however, the customer has indicated that the lot number was 1025550. Examination of the sample noted that it was received with fluid present throughout the line. The customer's experience was confirmed when flushing the set as fluid was observed leaking from the smartsite. Upon closer inspection it was noted that there was a small hole in the blue smartsite piston, such as that caused when the smartsite is accessed with a sharp object. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1025550 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer's experience could not be determined in this instance; however, it is unlikely that a manufacturing defect contributed to the customer's experience. Please note that accessing the smartsite with a needle will cause a leakage back through the hole due to the smartsite piston not being able to reseal. The smartsite is intended for use with a flat-tipped male luer lock or luer slip only and should only be accessed with a needle in an emergency situation. A review of the customer advocacy feedback database indicates that reports of this nature are rare, with only a very small number of similar reports received in the last 12 months against the 60950e product.

Event description:
It was reported that the bd alaris¿ gp series oncology primary set experienced leakage. The following information was provided by the initial reporter, translated from french to english: the proximal y was leaking without having used it before.

Manufacturer narrative:
D.4. Medical device lot #: lot was reported; however, this is not a lot #1025550 manufactured for the reported catalog #. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ gp series oncology primary set experienced leakage. The following information was provided by the initial reporter, translated from french to english: the proximal y was leaking without having used it before.